Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump under warranty and provided the customer with instructions on handling the pump's storage mode and the process for returning the malfunctioning pump. The caller was advised to use multiple daily injections as a backup therapy and was informed that the new pump would have updated software. The replacement pump was shipped without requiring a signature upon delivery.